Manufacturer narrative:
(B)(6). A report was received that a 6 x 100mm smart control iliac stent delivery system (sds) could not be advanced completely through the target lesion. In addition the site reported that the distal tip of the sds was ¿crushed a little.¿ the sds was removed and the procedure completed with no reported patient injury. The event involved a male patient with a target lesion that extended from his iliac artery to his superficial femoral artery. The target lesion was described as 99% stenosed, moderately calcified and heavily tortuous. The patient¿s vasculature was accessed via a contralateral approach. The site reported that no damages or anomalies were noted on the device or its¿ packaging prior to use. The device was handled and prepped according to the instructions for use (IFU) and no issues were noted during this prep. The sds could not be advanced completely through the target lesion. In addition the site reported that the distal tip of the sds was ¿crushed a little.¿ the sds was removed and the procedure completed with no reported patient injury. One non-sterile smart control, iliac 6x100mm was received coiled inside a plastic bag with an un-deployed stent and the locking pin in place. About 2mm of the distal end of the stent were protruding from the outer shaft. No damages were observed on the distal tip. Dimensional analysis of the outer diameter of the outer sheath at different distances and was found to be within specification. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported "sds - failure to cross" could not be confirmed based on the results of the dimensional analysis. Although the ¿distal tip ¿ damaged¿ event was not confirmed, the analysis did confirm that the stent was prematurely deployed. The exact cause of the reported events could not be conclusively determined. The product IFU instructs that stent placement is not indicated if the primary angioplasty is not technically successful and should be assessed to determine the adequacy of the primary procedure. The IFU further details that if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Based on the information available for review, there are vessel characteristics (99% stenosed, moderately calcified and heavily tortuous) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a smart control, iliac 6 x 100ml self-expanding stent (ses) was delivered to the lesion, but there was heavy tortuosity from the iliac artery to the superficial femoral artery and its shaft could not be advanced. Furthermore, the distal tip got crushed a little. Therefore, the stent was changed to another one (same size). The procedure was completed successfully. There was no report of patient injury. That patient was male, but his age was unknown. The target lesion was the superficial femoral artery. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 99%. A contralateral approach was made. The procedure was for the iliac artery to superficial femoral artery. It is unknown if the lesion inside a previously placed stent. The length of the lesion is unknown. The diameter of the vessel (healthy area of treated lesion site) is unknown. There were no damages or anomalies noted on the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). There were no anomalies noted during the prep of the device. It is unknown if there was any difficulty getting the guidewire to cross the lesion. It is unknown if there was difficulty advancing the device through the vessel. It is unknown if the device was ever in an acute bend. It is unknown if force was ever required when using the device. It is unknown if the device was easily removed from the patient. It is unknown if there were any kinks noted on the device after removal. The device will be returned for analysis. During analysis it was found that about 2 mm of the stent distal end was protruded from the outer shaft.

Manufacturer narrative:
Forgot to add the UDI #, it is (B)(4).